Manufacturer narrative:
The device is under investigation by resmed paris and the investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported by resmed that an astral device displayed a system fault (sf 180) indicating a battery charger fault occurred. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the astral device by resmed. The reported system fault 180 was confirmed through review of the device data logs. The investigation determined that the charging fault was due to an isolated component failure within the battery assembly. Resmed reference #: (B)(4).